Event description:
This x-ray system's computer crashed in the middle of an examination with the message, "frontal collimator is not ready."

Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. (B)(4).